Manufacturer narrative:
Unit passed displacement test and self test. No hardware low level failures noted during testing, however, hardware low level failures was present in the pump trace download due to broken trace at u1 pin 1/vdd on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received a hardware low level failure alarm. The customer¿s blood glucose level was unknown. The customer stated received error alarm at the time of self test. Troubleshooting was performed for hardware low level failure. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.